Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the size length of the endotracheal tube was only 4 ¿ inches long. It was cut on 12 centimeters at the lip, which was normally went to 6 centimeters plus. There was also no murphy eye at the end of the trach tube. The event occurred directly on use with the patient at l&d or a, as there was no other option available to use. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.